Event description:
It was reported that the cartridge was damaged at the cartridge tubing. There was no adverse impact to the customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy.